Manufacturer narrative:
Based on the review of medical records, patient underwent a open incisional hernia repair using a composix kugel mesh after having multiple previous abdominal surgeries. Lysis of adhesions were performed and a pelvic abcesses was noted. Post operatively, there was no evidence of an infection and patient was discharged. On (B)(6) 2009, patient underwent additional hernia repair where first mesh was explanted and second composix kugel mesh was implanted. A localized small bowel resection was performed due to the mesh being adherent to it. Approximately two weeks later, an infection developed which resulted in a later explant of the second composix kugel mesh. Based on the information provided, the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Based on the information provided, it is unknown whether the device may have caused or contributed to the adverse event. Additionally, no product has been returned. Information related to the recalled composix kugel mesh implanted on (B)(6) 2003, has been reported in accordance with rae (B)(4).

Event description:
Based on the review of medical records provided by patient's attorney: (B)(6) 2003 - patient underwent open incisional hernia repair using a composix kugel mesh. Patient had presented having undergone a complicated recent postoperative course from adhesiolysis with resulting visceral perforation and pelvic abscess. Post operatively, there was no evidence of infection and patient was discharged. On (B)(6) 2009 - patient underwent recurrent ventral hernia repair using a composix kugel mesh. The previously used mesh had folded over and had small bowel adherent to it. The mesh was explanted and a localized small bowel resection was completed. On (B)(6) 2009 - office visit, drainage from the wound. Wound care clinic applied a wound device to monitor the situation better. At this time, trying to preserve the mesh. On (B)(6) 2010 - patient underwent repair of recurrent ventral incisional hernia. Careful dissection was made to take the small bowel adhesions down from the mesh, omental adhesions were also noted. During the dissection, a very small enterotomy was made with leak of small bowel contents. Bowel was repaired and old mesh was explanted. Due to the enterotomy, surgeon did not implant a new mesh.